Manufacturer narrative:
Concomitant medical product: k063 ipg, implanted on (B)(6) 2013; 4469 lead, implanted on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pre-procedure check, the right ventricular (rv) lead was exhibiting high thresholds, low impedance, oversensing and noise. A lead insulation issue was also noted. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.